Event description:
Family member of the patient contacted the facility several months following the surgical procedure stating that pt had a foul smelling vaginal odor that caused them to seek medical treatment.it was discovered that the tip of the intrauterine probe was still inside the patient.it has been removed and the patient has recovered.the tip of the probe has a removable piece that twists into the probe and is easily disconnected.in our review of this incident, we have found that there are disposable probes that are all one piece, therefore eliminating this issue.